Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The angiodynamics march 2016 complaint report was reviewed for the xcela PICC product family and the failure mode "hub extension tubing cracked/detached." No adverse trends were indicated. As received, the hub {blue clamp side} had a needleless connector (nc, not supplied in the reported kit) attached to it. The fracture was approximately half of the circumference of the hub. The evaluation of the returned sample did not reveal any molding/manufacturing related non-conformance, i.e. No sink marks, short shots or heat damage. The hub-to-extension tubing junction was measured and found to meet ID specification. Additionally, the tubing was cross-sectioned, measured, and found to meet ID and od specifications and not show any wall thickness abnormalities. A potential root cause for the fracture could be erosion of the extension tubing at the hub joint due to prolonged exposure to alcohol and/or a similar cleansing agent. Extended chemical exposure may weaken the tubing-to-hub joint and make it more susceptible to fracture during handling of the hub/extension tubing during PICC access. A contributing factor may also be excessive twisting of the hub-to-extension tubing joint during site cleansing. Manufacturing process controls for the PICC device includes a 100% visual inspection of the tubing/luer interface, tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. The directions for use packaged with the device contains information for the end user to reference in order to maintain the integrity of the catheter. The information that is provided includes, but is not limited to the following: "do not use the catheter with chemicals that are incompatible with any of its accessories, as catheter damage may occur. Acetone and polyethylene glycol-containing ointments should not be used with polyurethane catheters, as these may cause failure of the device. Incompatible drug delivery within the same lumen may cause precipitation. Flush catheter lumen following each infusion. Catheter securement: prepare securement site with alcohol and remove betadine, if present. Apply skin prep solution for enhanced adherence and skin protection. Allow skin prep solution to completely dry (10-15 seconds). Care of insertion site and dressing: warning: prior to dressing catheter and access site, inspect both to assure they are completely dry of isopropyl alcohol-based cleansing agents. All efforts are to be made to keep insertion site and dressing clean, dry and intact." (B)(4).

Event description:
As reported, the extension tubing of an indwelling PICC line fractured near the hub, causing leakage. The PICC was removed and replaced.